Event description:
It was reported that the right ventricular lead was oversensing. During defibrillation threshold (dft) testing there was some intermittent oversensing on the lead. The oversensing dissipated on it's own. A portion of the lead was capped and replaced but the superior vena cava portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.